Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the procedure got completed as planned by rebooting the system. A philips field service engineer (fse) inspected the system and identified that the imaging display on the system was totally lost. The review of system log file identified error related to flexvision pc when the screen gone blank. Upon troubleshooting, fse reloaded software in the flexvision pc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the imaging display on the system was totally lost. The device was in clinical use at the time of the event. No harm to the patient or user was reported.philips has started an investigation of this complaint.